Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s sleep/wake (lock) button was unresponsive, and the user was guided through a pump restart after which the button became responsive. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy, no alerts or alarms, and no medical intervention. Investigation included guided troubleshooting and user education. Investigation of this case revealed that the device functioned as expected after restart, indicating a transient user interface responsiveness issue with the sleep/wake control that resolved through standard reboot. It was concluded, based on previously established findings for similar reports, that the cause was an isolated, non-reproducible device performance issue resolved by troubleshooting.